Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The customer mentioned that they performed testing of the device and found it to be working as expected. No trouble was found. The rse instructed the customer to put the monitor into demo mode and to test it for 24 hours, to see if the issue reoccurs. The customer called back and mentioned that after 48 hours of testing, the failure could not be reproduced. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications during testing. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx400 patient monitor had a loudspeaker fault. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but the information is unknown. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.